Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a recent follow-up visit, the estimated battery longevity was showing less than 3 months remaining, and was using 267% power consumption. A copy of device memory was saved and submitted to technical services for review. Analysis confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. Therapy delivery remains available. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a recent follow-up visit, the estimated battery longevity was showing less than 3 months remaining and was using 267% power consumption. A copy of device memory was saved and submitted to technical services for review. Analysis confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. Therapy delivery remains available. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.